Manufacturer narrative:
The device has not been received for evaluation yet. Once the investigation is completed, a supplemental report will be submitted. This report for is the 1st implant of 2 reported implants for the same patient. Please reference 3011649314-2018-00422 ((B)(4)) for the 2nd implant.

Event description:
It was reported that an inclusive tapered implant did not integrate. Doctor placed implant at tooth site # 29 on (B)(6) 2018 and extracted it on (B)(6) 2018. There was no injury to the patient. Patient's status since implant removal is satisfactory; he is good. Patient is diabetic with no relevant dental history. There was no abnormality with the implant itself.

Manufacturer narrative:
The reported implant was not available for evaluation; however, lot information was available for a device history record (DHR) review. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to fail to osseointegrate. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.